Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: nov 7, 2022 . Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a glass vial. No additional materials were received. Visual inspection under magnification was performed and the lens was observed to be cut into 5 pieces with a detached haptic, which is consistent with a lens that was explanted. One piece of the lens and the detached haptic were not returned. The lens was cleaned and, no further issues could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue cosmetic issues was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Corrected data: in review, it was noted that "g4 -combination product" field inadvertently was left blank and not populated in the initial MDR report. The information has been captured in this supplemental MDR report and the following field was updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Patient weight: unknown/asked, but unavailable. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon injection of the intraocular lens (iol) there was a scratch that was made by the injector as it was pushing the lens into the patients left eye. It was confirmed that the lens was fully inserted into the patients eye when the scratch was noticed and that the tip of the cartridge was not damaged/broken. The lens was cut out and removed from the eye. A backup lens of the same model and diopter was used as replacement during the same procedure. It was indicated that balanced salt solution (bss) was used. The lens was continually lubricated until it was handed to the surgeon. There were no surgical interventions required and no patient injury reported. The patient outcome is unknown due to having post-operative appointments with another doctor and the account has not received post-operative notes on the patient. No further information was provided.